Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported, lymphadenopathy. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: deformation device observed on the device. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade unknown.